Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was protruding out of the skin. Follow up identified that the patient experienced discomfort due to the issue. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was buried deeper, resolving the issue.